Manufacturer narrative:
UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a cranioplasty surgical procedure, it was observed that the burr device broke and remained in the bone of the skull. According to the report, the broken burr device was discovered during magnetic resonance imaging (MRI). It was further reported that the burr device was being used for tenting. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. It was reported that there was patient harm, however the reporter did not provide any additional information. It was reported that a revision surgery was planned to remove the broken burr device; however, there was no other information provided at this time. Therefore, the patient's status post-surgery was unknown. It was not reported if there was a prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The previous report stated the device was returned for investigation. However, the device was not returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the patient underwent revision surgery on (B)(6) 2017 during which the foreign body (broken drill tip) was successfully removed. No further information was provided regarding the patients current condition. The device fragment was not returned for investigation. If additional information should become available, a supplemental medwatch will be submitted accordingly.